Event description:
The following article has been reviewed: title: diagnostic yield and complication rates in high-risk patients undergoing robotic bronchoscopy for workup of lung nodules authors: a. Dugo, t. P. Daly, m. Lin, m. A. Dirico, d. Manchester, d. Corwin, d. M. Stahlnecker doi: not provided (no pubmed citation available)the aim of this study is to evaluate diagnostic yield and complication rates for use of robotic bronchoscopy for lung nodule sampling in high-risk patients. A total of 198 patients who underwent robotic bronchoscopy for sampling of lung nodules using the monarchtm robot. Reported complications are n=5; bleeding treatment: not mentioned. N=1; chf (congestive heart failure) exacerbation treatment: not mentioned. N=1; other complication treatment: not mentioned. N=12; pneumothorax treatment: not mentioned.